Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version: 4.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when printing images via the mobile view station (mvs) cart, they were cut off and missing a portion of the image. When printing images on a 4.3.0 software app, the printer cuts the image short at the end of the print. When printing on a 4.2.0 software app, the printer does not cut image short at the end of print. Both systems used had the same computer and printer, the software app version was the only difference. There was no patient involvement.